Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the pump had a stuck button. The customer stated they woke up with a stuck button. The customer's blood glucose was unknown. The customer was advised the pump will be replaced and revert back to back up plan.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. All the buttons functioned properly and no moisture damage on the keypad traces or stuck button error alarms were noted. The keypad connector was fully locked. The pump passed the leaks test. No cosmetic damage was noted.